Event description:
It was reported that insulin pump was exposed to moisture due to insulin pump falling into swimming pool. It was reported that as a result, all buttons were not responding and battery out limit was received after changing battery. Customer's blood glucose was 30.2 mmol/l and was treated. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.